Event description:
(B)(6) guru fasciology, fasciablaster negative results: fasciablaster, fasciablasters, fasciablastermini, fasciablasternugget, I cannot endorse this product. It caused harm to me and my friends. I have photos. Purchased all three. Used 3 months for large: 1 month for mini, 3 wks for faceblaster. Book, research, read, watched (B)(6) tutorials. Eat clean, exercise two months. Drink over a gallon of water daily. (B)(6). Negative adverse effects from all three. Large blaster, used 3 months, 4-5 times weekly - increased weight 11 lbs. Increased cellulite front, back of thighs but (where there was hardly any to start with), increased waist line (used to be flat). Permanent bruise stains inner thighs one month after stopping use. (News on bruise, yeah. They can be deadly with clots and permanent). Nugget: used 4 times. Poked and wiggled as instructed. Now large dents in butt where nothing existed prior. Cannot get rid of them. Faceblaster: used 3 times weekly, 3 weeks. Neck swelled and under tongue salivary gland swollen to size of baby's tongue. Urgent care CT revealed salivary stone in parotid gland. Ent surgery to remove. Horrible and recovery and antibiotics. Three weeks of pain and recovery. Couldn't talk or eat for a week. Constant rashes marionette lines. Lab work: showed low sodium, thyroid needed to be increased, increased estrogen level. Emotionally damaged. My appearance is now so bad I have no self confidence. (B)(6). Protocols continually changing. Allowing obvious (B)(6). Blurred after photos. Allowing obvious false results. Stopping any hint of negative comments (real, truthful comments like weight gain). Banning because I was in another group for adverse effects support group. Censorship and public video quoting "hooking and roping women in for cellulite but really a medical device for pain" (may not be exact quote but rope/hook is). Lack of credentials. Cut like following - drinking the (B)(6). My opinion is false advertising and deceitful business practices and unscrupulous! I've stopped using everything for a month now. Thank god! I did before more damage occurred. These are my adverse effects. Many others have been affected far worse than myself. Pissed away (B)(6) on plastic. Incurred dr bills and medications and supplements. Do your research before purchasing and try joining other groups. Some have success. But it's a lifetime commitment. Once you stop, I gets worse - fascia recoils. Fascia is there for a reason. It thickens using this product. Inflammation and harm to endocrine system is inevitable. Eat right, exercise and hydrate. You can achieve results without harming your body. Also I would like to add she is claiming her oils and creams are fat burners.